Event description:
New information notes that on 30 august 2021, the atrial lead exhibited over-sensing noise episodes. Programming changes were made on the device. No patient consequences.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow-up check. Upon review, the atrial lead exhibited noise episodes. No intervention was performed. Patient was stable.